Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the needles of 2 bd ultra-fine¿ short needle insulin syringes inside their packaging. The following information was provided by the initial reporter: "customer found debris on needle inside the packaging."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned four photos of the 29 gauge bd syringe. The customer reported finding debris on needle inside the packaging. The photos were examined and exhibited a brownish matter on the cannula. A review of the device history record was completed for batch# 2136552. All inspections were performed per the applicable operations qc specifications. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Reviewed the inspection data from the applicable timeframe and all inspections where within limits and in control in all batches that went into the finished packaging for batch #2136552. Root cause for this defect cannot be determined. CAPA has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the needles of 2 bd ultra-fine¿ short needle insulin syringes inside their packaging. The following information was provided by the initial reporter: "customer found debris on needle inside the packaging."